Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the coronary diagnostic procedure that was to occur at the time of the event was completed as planned after the system was restarted. No patient or user harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray tube was malfunctioning. Troubleshooting identified a tube filament error. The inductance of the tube was measured and found to be 0.2 mh and 7.1 mh. The filament was open, indicating that the tube was defective. The fse suggested replacing the tube. However, the customer did not order a replacement tube and no further work has been done by philips on this system. As a result, it was unknown if the issue was resolved or if the filament or tube were the root cause of the reported problem. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system x-ray tube was malfunctioning. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.